Event description:
Olympus was informed that the customer cultured four of their duodenvideoscopes and they are as follows: model tjf-q180v, with the following serial nos: (B)(4). After high-level disinfection, the duodenoscopes tested positive for the following bacteria: klebsiella pneumoniae, pseudomonas aeruginosa, and enterococcus. However, the user facility reported that not all of the duodenovideoscopes grew all three organisms, but rather it was a mix. The user facility further reported that one of the tjf-160vf duodenvideoscope's culture grew klebsiella pneumoniae. The user facility further reported that there were 15 cases of pt infection and believed that they were related to the duodenovideoscopes.

Manufacturer narrative:
This supplemental report is to provide additional information based upon an internal review of the complaint files and field service reports. On 12/12/2013, an olympus sales representative was informed by the user facility that they had another infection control incident related to duodenoscopes with e. Coli and not klebsiella. On 01/16/2014 the nurse manager at the user facility further reported that there was a recurrence of patients testing positive for klebsiella and e.coli. The user facility was not able to provide the exact number of patients that tested positive for the aforementioned microorganisms. In addition, the user facility was not sure if these patient infections were related to scope procedures. The user facility reviewed 700 charts. A site visit conducted by an olympus endoscopy support specialist (ess) on 02/21/2014, 02/24/2014, and 02/28/2014 indicated that the ess observed that the double channel scope was being reprocessed without the channel connection tube. The ess reported that one of the sink was constantly full of water, and the other sink was constantly full of water and detergent. The user facility was made aware that the sink fluids should not be reused. The air was not being removed from the scope after leak testing. The ess advised the technician that the leak tester (mb-155) must be pulled from the maintenance unit (mu-1) to release the air out of the scope. The ess was informed by the technicians at the facility that several scopes were provided to them without being pre-cleaned. The acting charge nurse was informed about this observation, and the charge nurse directed the technicians and procedure room personnel to perform pre-cleaning. There were scopes on the table behind the cleaning sinks that were not in a travel container. The scopes were being struck by travel containers as more and more containers were being put on the table. The ess observed that there were five scopes being placed in one travel container as compared to one scope per travel container. The reprocessing manual instructs users to do the following: "after reprocessing, maintain appropriate transportation and storage procedures to keep reprocessed endoscopes and accessories away from contaminated equipment. If the reprocessed endoscope or accessories become contaminated before subsequent patient procedures, they could pose an infection control risk to patients and/or operators who touch them. Store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage." Cross reference MFR. Report numbers: 8010047-2013-00172, 8010047-2013-00173, 8010047-2013-00174, 8010047-2013-00175, 8010047-2013-00176, 8010047-2013-00177, 2951238-2014-00004, 2951238-2015-00116, 2951238-2015-00117, 2951238-2015-00118, 2951238-2015-00119, 2951238-2015-00120, 2951238-2015-00121, 2951238-2015-00123, 2951238-2015-00124.

Manufacturer narrative:
The user facility returned one tjf-q180v with two tjf-160vfs with serial nos: (B)(4) to olympus for eval. The tjf-160vs were received with a torn bending section cover. All returned duodenvideoscope were sent to an offsite laboratory for microbiological testing. The tjf-180v with serial no: (B)(4) was tested positive for klebsiella pneumonia. The two tjf-160vs did not grow any microorganisms. Following the microbiological testing the duodenvideoscope (subject) was returned to olympus for physical eval. The instrument channel, suction cylinder and suction channel of the duodenvideoscope were examined with a baroscope and no residue or debris were found. However, a cut and hole in the instrument channel wall was noted, which caused the device to fail leak test. In addition, the subject device had multiple buckles on the insertion tube, below the protector boot on the control bodyunit, a crack on the distal end cover, and a chip on the light guide lens. The device was recommended to be refurbished. As part of our investigation with this report, an olympus endoscopy support specialist (ess) visited the user facility to observe the user facility's reprocessing practices and ess observed that the user facility staff was pre-cleaning, leak testing and pressurizing the endoscope before submerging the device in the water. Additionally, staff was not using the air/water cleaning adapter, nor using the correct suction cleaning adapter. Please cross reference these associated report nos: 8010047-2013-00172, 00173, 00174, 00175, 00176, 00177, 2951238-2015-00116, 00117, 00118, 00119, 00120, 00121, 00122, 00123, 00124.